Event description:
Patient has experienced a recent increase in seizure activity. Pre-vns seizure frequency is documented as being 2-4 generalized tonic-clonic seizures per month. The patient reportedly experienced 7-8 seizures per month. Additionally, the patient reports that sometimes does not feel device stimulation. Device diagnostic testing was within normal limits, indicating proper device function; however, treating physician did experience difficulty communicating with the patient's device through the patient's clothing. Device communication performed with the programming system in direct contact with the patient's skin was performed without difficulty. Pocket depth was ruled out as a possible cause of the communication difficulties because the patient is thin and the generator is easily palpable. The elective replacement indicator was no indicating that the generator had not reached end of service. The patient thought that they remembered feeling normal mode stimulation approximately one week prior to this office visit and could not remember the last time that patient felt magnet mode stimulation. The patient reports that they did not feel magnet mode stimulation when they last swiped the device approximately one week prior. Normal mode output current was programmed to 2.5ma with magnet mode at 2.75ma, but the patient could not tolerate the higher setting. Normal mode output current was decreased back to 2.5ma. It was reported that there had been no medication changes or environmental stimuli that may have contributed to the increase in seizure activity. The patient's overall health condition is reportedly not worsening and seizure types had not changed. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.investigation to date has been unable to determine the cause of the reported increase in seizure activity.